Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported the patient's daughter called and said her mother's "leads are broken". She said she is in surgery right now to have the "leads removed". She said they "tried implanting a new lead and capping the old one but it didn't work". The lead was replaced. No patient complications have been reported as a result of this event.